Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 12mm x 3.25mm nc quantum apex monorail balloon catheter was selected for pre-dilatation and ruptured at 10atms upon the 1st inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device was returned for analysis with blood in the balloon and inflation lumen. Magnified inspection revealed no damage to the catheter. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole in the balloon wall on the midsection of the balloon. There were no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).